Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/29/2024, a sales representative reported via phone that an ar-3770sp hybrid knee fibertak anchor was correctly implanted, and when the surgeon performed the final tensioning, the anchor pulled out. Anchor and sutures were removed from the patient, and the case was completed using another ar-3770sp hybrid knee fibertak anchor from the same lot with less than a 15-minute delay in the procedure. This was discovered during an mpfl procedure on (B)(6) 2024 reported patient harm.